Event description:
It was reported that the pace impedance of this right ventricular (rv) lead suddenly increased to greater than 3,000 ohms. A lead fracture was suspected. It was also noted that rv lead noise led to oversensing and underpacing. The patient had an underlying rhythm, and no asystole were reported. The r-wave amplitude had been observed to be low since 2023. It was not known whether the patient experienced any falls or trauma to the implant site. The therapy was turned off, pending lead replacement. The rv lead was replaced on (B)(6) 2025, and the therapy was downgraded to a pacemaker system. It was also stated that a vessel occlusion occurred that was related to the event; however, the patient was expected to fully recover, and no other details were provided. The lead remains abandoned in the patient.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pace impedance of this right ventricular (rv) lead suddenly increased to greater than 3,000 ohms. A lead fracture was suspected. It was also noted that rv lead noise led to oversensing and underpacing. The patient had an underlying rhythm, and no asystole were reported. The r-wave amplitude had been observed to be low since 2023. It was not known whether the patient experienced any falls or trauma to the implant site. The therapy was turned off, pending lead replacement. The rv lead was replaced on (B)(6) 2025, and the therapy was downgraded to a pacemaker system. It was also stated that a vessel occlusion occurred that was related to the event; however, the patient was expected to fully recover, and no other details were provided. The lead remains implanted in the patient. Additional information received indicated that the reported vessel occlusion was erroneous and did not occur in this patient.